Event description:
It was reported that the user experienced an unexplained low blood glucose, waking with a blood glucose reading of 58 mg/dl despite no announced meals and typically tight control, and they treated with a fast-acting carbohydrate with recovery to range. Symptoms included hypoglycemia. Outcomes included self-treatment with oral glucose and resolution without medical intervention. Troubleshooting and education were completed. Investigation included review of the event details and user-reported actions. Investigation of this case revealed no device alarms or malfunctions reported at the time of the event and no device component issues identified based on available information, aligning with an event consistent with hypoglycemia of unclear cause. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.